Event description:
It was reported that the customer received a continuous glucose monitor error (cgm) 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided complete information for a pump reset and assisted the caller through the process, resolving the issue as no further cgm error was displayed after the reset.